Event description:
The rptr did back to back (rapid succession) blood glucose tests. Reporter's results were 470, 365 and 297 mg/dl. Rptr did not have any symptoms. A control solution test was in range. On follow up, the rptr confirmed reporter's test results. Rptr described accurate coverage when testing and correct test strip storage. No harm was alleged.